Manufacturer narrative:
The exact patient age is unknown however, it was reported that the patient is in his seventies. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Further follow up information was received stating that the patient was transferred to a local hospital where the patient expired two days following the procedure. The physician and the nurse both reported that the patient's expiry was attributed to sepsis. In addition, the physician and nurse reported that the malfunction of the device did not contribute in any way to the patient's death. It was also reported that an autopsy will not be performed. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that speedband superview super 7 multiple band ligator was used for treatment of an upper gi bleed performed on (B)(6) 2010. According to the complainant, it was reported that the patient was extremely agitated throughout the procedure. The physician attempted to provide some patient sedation however, it was unsuccessful due to the patient's alcoholism. Due to the patient's severe arthritis of the neck, the physician had difficulty advancing the scope down through the esophagus which contributed to multiple attempts to place the scope. Once in place, the speedband was advanced and six bands were placed successfully, with one band misfiring which was left in the patient to pass naturally. While the scope was being removed from the patient, the patient bit down on the scope, causing severe damage to the scope and resulted in the ligating head separating from the speedband device. Using a different scope, the physician made an attempt to retrieve the ligator head, but he was unable to see the detached component. It was reported that the physician did not have any concerns to let the ligator head pass naturally.